Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient [resented for follow-up experiencing muscle stimulation and fatigue. Pulse generator interrogation found the device to be operating in backup vvi mode. A software download successfully restored the device.